Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The contact reported that the pump was still functional. The customer's blood glucose was 109 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.